Event description:
The customer reports during an unspecified diagnostic procedure using a single use aspiration needle, the needle broke within the scope and stuck in the patient's node. They had to grab it out using grasping forceps. They had to use more medication to have the patient out for longer as they tried several times to grab it out. Another needle had to be opened to complete the procedure. It is possible this issue could effect the efficacy of the procedure. No additional consequences to the patient were reported.

Manufacturer narrative:
The device referenced in this report has been returned to olympus, but not yet fully evaluated. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
The device was not returned in the original package to olympus. The biopsy adapter valve, syringe and stopcock accessories were not returned with the device. The sliding handle was locked-engaged when received. Olympus performed a visual inspection on the received condition, and also attempted to perform a functional inspection on the received condition, and the results are as follows. The single use aspiration needle was received with the stylet and stylet wire, which are stuck and cannot be removed. The luer is still intact. The handle section has no damages, or anomalies. The handle lock is present, moves freely, and stays in place when locked. The movement from the handle is normal. The sheath adjust screw can lock and unlock and prevents the sheath adjuster from turning. Olympus found 11.5mm of the needle broken off, and separated from the distal end of the insertion portion. The insertion portion itself has a kink near the boot. The needle at the distal end is still sharp, and has foreign material present. The hypo-tube appears undamaged. Aside from the broken needle, the insertion portion is also kinked at the proximal, which might imply that excessive force was used during handling of the complaint device. The device history record (DHR) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of (B)(4) units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. The observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or angulation past the intended range of motion. Page 13 of the device instructions for use (IFU) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ the definitive cause of the reported event cannot be conclusively determined. Olympus will continue to monitor the field performance of this device.